Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated and found dried serum coated on the surface of the tip and plunger clamps, and tip clamp sleeve in the reported problem area of the pipette assembly. The plunger clamp and tip clamp sleeve were cleaned and the tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.